Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate shock therapy due to diagnosing atrial and ventricular events as ventricular fibrillation episodes. The lead was suspected to be dislodged and a chest x ray was recommended to evaluate the right ventricular lead position. No further information is available.